Event description:
It was reported via repair work order that the cot was leaning while being raised up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.